Manufacturer narrative:
H10: manufacturing review: a lot history review, a DHR/bhr review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: the sample was not returned for evaluation, two electronic photos were provided for review. The investigation is confirmed for the reported fracture and material separation issues as a complete break was noted on the catheter in the provided photos. However, the investigation is inconclusive for the reported migration and suction issues as the exact circumstances at the time of the reported event are unknown and clinical conditions cannot be replicated to confirm these failures. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that post port placement, the distal part of the catheter allegedly broke and migrated to right ventricle. It was further reported that the device was unable to aspirate and the patient experienced pain and swelling while flushing. The device was removed and replaced. The patient's current status was unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that post port placement, the catheter allegedly broke and migrated to right ventricle. The patient's current status was unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record could not be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway.

Event description:
It was reported that post port placement, the distal part of the catheter allegedly broke and migrated to right ventricle. It was further reported that the device was unable to aspirate and the patient experienced pain and swelling while flushing. The device was removed and replaced. The patient's current status was unknown.